Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that she had been hospitalized twice with erratic blood glucose (bg). The patient was a poor historian, stating the events blended together. The patient reported that on (B)(6) 2013 (date uncertain), she had gone to the hospital and was diagnosed with pneumonia, and was discharged on (B)(6) 2013 in the evening. The patient was reportedly off the pump while in the hospital, and resumed the pump upon discharge. The patient was reportedly placed on steroids and antibiotics, and was also taking a bladder control medication. The patient stated that she had been given an injection for bg control while she was in the hospital, but was uncertain if it was long-acting insulin or short-acting insulin. The patient reportedly experienced a low bg of 45mg/dl with lightheadedness, ¿seeing stars¿, incoherency, and weakness the morning of (B)(6) 2013. The patient reportedly treated with glucose, and apple, and orange juice and bg resolve, however, the patient still went to the hospital. The patient was reportedly kept at the hospital due to the pneumonia and for bg regulation even though the low bg had reportedly resolved. A review of the bolus history indicated a bolus was delivered at 9:26am, on (B)(6) 2013. The patient thought the low bg had occurred prior to this bolus, but was uncertain. The patient thought that she may have been given long acting insulin during the previous hospitalization and resumed the pump too soon, and that overlapping of insulin may have been the cause of the low bg. The patient noted elevated bgs up to 400mg/dl with severe thirst and severe increased urination, but stated that the elevated bgs occurred both while she was on the pump and while she was off the pump. The patient could not recall when the elevated bgs occurred in relation to the pneumonia and steroid medications. The patient stated that during the second hospitalization, she was removed from the pump and was given IV insulin and steroids. The patient had reportedly been off the pump for about a week at the time of the call to animas. The patient reported decreased activity due to the pneumonia. Customer technical support reviewed the pump with the patient and found boluses in the history for (B)(6) 2013, but the next bolus was on (B)(6) 2013. The patient stated that if her bgs are within target range and she is not consuming many carbohydrates, she does not bolus. The patient denied any changes to basal settings. The patient did not wish to continue reviewing the pump, as she was feeling weak and tired. The patient reportedly remained in the hospital at the time of contact with animas. The patient was confused as to the sequence of events and when bg excursions occurred. This complaint is being reported because it is unclear at this time if the reported bg excursions can be solely attributed to illness and medications.